Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument's wire snapped. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
In the b5 it should state : it was reported that during central processing, the 8mm prograsp forceps instrument had a broken cable. There were no reports of patient involvement or patient injury. Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and there was no physical damage to the instrument cable. There was no problem detected. The instrument was fully functional. No product issue was found. The complaint regarding broken cable was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.